Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the hospital for a lead revision few hours after the new lead was implanted. A drop in rate was noticed and x-ray confirmed lead dislodgement. The new lead was repositioned. No patient consequences were reported.